Event description:
It was reported that the customer's insulin pump experienced excessive no delivery alarms. The customer reported his blood glucose level to be 148 mg/dl at the time of the call. Troubleshooting revealed that occlusions in infusion set could have been the issue. Nothing is being returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).